Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers and there were no issues detected during manufacturing process. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is report 3 of 3. This is a report of a home patient (hp) who acquired peritonitis manifested by cloudy effluent and lethargy. The patient was hospitalized the same day. On an unreported date, the patient was treated with an unknown antibiotic (dose, frequency and route not reported) for peritonitis. Three days after hospitalization, the patient was discharged. Treatment with unknown antibiotic was ongoing. The action taken with dianeal therapy was not reported. On an unreported date, the patient was retrained on aseptic technique. At the time of the report, the patient was recovered from the event. The cause of the peritonitis event was unknown.

Manufacturer narrative:
(B)(4). Catalog number - the patient was prescribed two product codes for this product (5c4483 and 5c4482). It is unknown which product code was in use at the time of the event. A batch review will be performed for potentially associated lot numbers h13d16086, h13c11048, h13h20055, h13h30047 and h13i06037. As the sample was not returned, a complete device analysis cannot be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).